Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred and removal difficulties occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified 15x4.0mm coronary balloon. Next a veriflex 20x4.0mm stent delivery system (sds) was advanced into the non-bsc guide catheter and slight resistance was encountered. The physician continued to advance the sds on the non-bsc guidewire however the resistance increased and he was unable to cross the lesion. The device was removed from inside the patient and there was significant resistance. Outside the patient it was noted that the stent edge was flared. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)